Manufacturer narrative:
An event regarding a pack damage involving an accolade ii stem was reported. The event was confirmed. Method and results: device evaluation and results: on inspection of the returned packaging it was noticeable that the outer sterile barrier composing of the outer blister and the tyvek lid was breached. The outer tyvek lid was partially unsealed to the blister, there was also noticeable damage to the corners of the outer box and a crease mark on the top of the box. Medical records received and evaluation: no medical records were received for review with a clinical consultant. No adverse consequences to the patient were noted device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: an investigation was conducted. The investigation found: the failure mode was not able to be replicated in the manufacturing process. This type of failure mode whereby the outer blister seal is breached: does not occur in process. A DHR review was completed and there were no gaps or issues identified. This was part of a loaner kit and the probable root cause is transportation. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
As we were getting ready to open up the package for a case, we realized that the packaging was faulty. The inner packaging of the stem was exposed to the air. There was no affect to the patient as we used another package which was on hand. No delay in surgery. No patient information. Accolade ii stem, catalog 6720-0230 lot 41314705 exp 10/2017.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As we were getting ready to open up the package for a case, we realized that the packaging was faulty. The inner packaging of the stem was exposed to the air. There was no affect to the patient as we used another package which was on hand. No delay in surgery. No patient information. Accolade ii stem, catalog 6720-0230 lot 41314705 exp 10/2017.